Manufacturer narrative:
Technician eval: visual inspection shows multiple kinks on the main shaft and the distal flexible section. A mandrel wire was introduced through the catheter; resistance was felt at the first sharp kink 36 cm from the hub. Some force was applied to move the mandrel inward, the mandrel moved smoothly until the second kink located at 40 cm from the hub and was cleared with some resistance until the third kink at 40 cm from the tip where a lot of resistance was encountered before stopping at a hard stop at the transition to the distal flexible section. A 032 separator was introduced into the reperfusion catheter and similar resistance was felt when the mandrel was inserted at the sharp kinks. The device malfunction was duplicated based on the complaint description provided, which may indicate that the device may have been kinked before the procedure or the kinks may have not been noticed during preparation; as an effect the physician felt a lot of resistance when inserting the wire and the separator but once the kinks are cleared, the device or the separator operate as intended. The kink on the main shaft of the catheter at the mid section most likely occurred during preparation. The DHR of this mfg lot has been reviewed and is attached. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on august 28, 2009. Incident# 0155. Part# 0854 / 2. Reperfusion catheter 032. Lot# f12319 (same as l12319). A review of the device history record (DHR) was completed on part# 0854 (lot# l12319). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. (B)(4). The lot was associated with ncr 500 for which the device's ID band was attached prior to completion of hub aspiration test, the product was not compromised by the sequence of event and the lot was dispositioned as uai and was released for further processing. The lot has passed all dimensional measurements per spec, in addition, all destructive testing was completed per required process monitoring requirements and results met specs for the tensile strength. The parts released in this lot met process requirement.

Event description:
Penumbra sys reperfusion catheter 032 was introduced through a 6f envoy catheter utilizing a transcend floppy wire. The guide wire was then removed and the pss032 separator was introduced. The physician felt a lot of resistance so he removed the separator and reintroduced the guide wire. No resistance was felt so the separator was reintroduced with noticeable resistance encountered. Case went extremely well after that point. However, upon removing the catheter a severe kink was noticed in the mid section of the reperfusion catheter.